Event description:
The customer reported a problem with his insulin pump, where the cartridge would slip off when the pump was removed from its case, even though it was not unlocked. He also experienced difficulty changing the cartridge while it was in the case, as it would get stuck. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to follow up with the customer but no response was received.